Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres, the balloon ruptured due to severe calcification of the lesion. The device was completely removed from the patient and dilation was performed using another of the same device; and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).